Event description:
Additional information was received via the (B)(6) on (B)(6) 2011. The cec adjudication committee agreed to arc (peri-procedural pci) related to the device and the index procedure, therefore mi will now be reported for (B)(6) 2011. There were no cardiac events reported by the investigational site and it was reported that the patient was asymptomatic. As initially reported via the (B)(4) study, at the time of the index procedure, angiography revealed 60% stenosis in the mid lad and 80% stenosis in the 1st diagonal. The 1st diagonal was de novo, 8mm in length, and 3mm in diameter. The mid lad lesion was 10mm in length and was an in-stent restenosis of a previously implanted unknown bms. The reference vessel was 3.0mm in diameter. The 1st diagonal lesion was pre-dilated, however an initial 3.0 x 13mm cypher stent was unable to cross the lesion, and a 3.0 x 12mm promus stent was implanted at the target lesion. The lesion was post-dilated due to the bifurcation. The 3.0 x 13mm cypher stent that would not cross the 1st diagonal lesion was successfully implanted in the mid lad at 12atm. Both stents were post-dilated. Post-procedure troponin I peaked at 0.19 (unl 0.05) with 3.8 ratio.

Manufacturer narrative:
Other cardiac enzymes were reported within normal limits. The patient was discharged the day after the index procedure. Concomitant medications included lotensin, proscar, theragram m, lipitor, lopressor, aspirin, bivalrudin and heparin. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient had a peri-procedural mi. This is a (B)(6) female with medical history including pci 1999, dyslipidemia and hypertension. The indication for the index procedure was angina. Angiography revealed a 60% instent restenosis of the mid lad and 80% stenosis of the 1st diagonal branch. In (B)(6) 2010, in the index procedure, the lad and 1st diagonal branch target lesions were treated. The plan was to treat the lesions with a "v" stenting technique. The 1st diagonal was pre-dilated and a cypher stent was inserted; however, the device failed to cross the target lesion. A non-cordis stent was successfully inserted and deployed in the 1st diagonal target lesion and the same ftc cypher stent was successfully delivered and implanted at the lad target site. Both stents were post-dilated. The core lab reported 23% residual stenosis in the lad and 0% in the 1st diagonal post procedure. Ck mb was not quantified pre-procedure; however, post procedure was noted to be elevated at 2.7 (ratio <1) and the following day 3.0 (ratio <1). No new st abnormalities were reported and there was no report of angina. The patient was discharged on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.